Manufacturer narrative:
A product sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported to a company representative that during a cataract procedure, an occlusion occurred which could only be corrected by changing the tubing. Additional information was received from the nurse. She indicated that the occlusion occurred during the sculpting phase of the cataract procedure. The surgery was completed with no harm to the patient. No additional information is expected.